Manufacturer narrative:
H.6. Investigation: five photos of female luer lock adaptors, model 1022-085-032, was returned by the customer. The reported cracks could visually be confirmed. No physical samples were returned for additional investigation, however, the customer stated that "the samples were used by our engineers to try to figure out the cause of this rejection, but they felt that this was an internal error somewhere along in our process with new operators." To confirm that our process did not contribute to the reported defect, a DHR review was performed by namc. 944 samples were visually inspected with zero non-conformities found. 112 samples were tested for material strength with zero non-conformities found. A qn query for the occlusion issue on part 1022-085-032 was run, and no history of the defect was found. Therefore, this is concluded as a non-recurring issue. H3 other text : see h.10

Event description:
It was reported that female ll adaptor had cracks. The following information was provided by the initial reporter: it was reported by the customer that they are finding cracks in the leurs.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that female ll adaptor had cracks. The following information was provided by the initial reporter: it was reported by the customer that they are finding cracks in the leurs.